Event description:
It was reported that the patient faced infusion set issues that she could smell the insulin on (B)(6) 2026. The patient also had hyperglycemia and treated with correction bolus via pump.

Manufacturer narrative:
Initial 4 of 5. Name: tandem country: united states of america. Street: 11045 roselle street street. 2: suite 200 city: san diego. State: california. Zip code: 92121. Based on the available information, this event is deemed to be a serious injury. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. FDA registration number reporting site: 8021545. Manufacturing site: 3003442380.